Event description:
Additional info received from MFR on 09/11/1998: co is still trying to obtain info to conduct an investigation into the reported incident. Co will keep FDA appraised of their progress.